Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds on the proximal end of the embolization coil, the pe-fibers were intact with the pusher assembly, the coil winds were fractured, and the complaint was confirmed. The probable cause of the reported complaint was likely due to device manipulation against resistance. If the pod pc is forcefully manipulated against resistance, damage such as offset coil winds and fracture may occur. The root cause of resistance during the procedure could not be determined. During the functional test, resistance was encountered while attempting to advance embolization coil out of its introducer sheath due to the offset coil winds and the coil wind fracture. The pod pc could not be advanced any further. Further evaluation revealed kink in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using pod packing coils (pod pc), ruby coils, and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil in the target vessel using the microcatheter. Subsequently, a pod pc was stuck, and the physician was not able to advance the pod pc out its introducer sheath. It was also reported that the pod pc was only able to advance a little from the starting position within the introducer sheath. Therefore, the pod pc was removed. The procedure was completed using new pod pcs, additional ruby coils, non-penumbra coils, and the same microcatheter. There was no report of an adverse effect to the patient.